Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated stimulation hasn't helped since they were turned on after implant last friday, and they were in pain so they called their rep to find out how to change from group a to group b. However during the call, they discovered the communicator wasn't communicating with the handset so they couldn't access the therapy app. Patient said the green light on the bottom of communicator would come on, but then the light would go off. Patient said the representative tried everything they knew how to get the equipment working, but determined the tm91 communicator was bad. Agent had patient use the handset during the call and patient reported the not found message. Agent walked patient through resetting communicator by holding power button down for several seconds. Patient closed app and then entered the code when prompted and was then able to successfully connect to the mystim app. Agent walked patient through changing to group b. The troubleshooting steps that were taken on the call resolved the equipment issue. Additional information was received from a patient (pt). It was reported that they are having issues connecting to the implantable n eurostimulator (ins) to change the group. Pt is getting "not found" message. Patient services (pss) walked the pt through 2 long hold resets but pt is still getting "not found" when they try to connect. Pt verified the communicator was not connected to power during any of this but verified the communicator was fully charged. A replacement communicator was sent out. Additional information was received from a patient (pt). It was reported that they got the replacement communicator and they needed guidance on how to change to group c; pt noted that they were using group b currently. Upon entering the mystimrc therapy app and attempting communication, pt saw communicator not found. Agent had the pt tap switch communicator. Pt had trouble with using the scanning function on the handset, so pt entered the communicator serial number manually. Pt saw not found. Agent reviewed screen meaning with the pt. Pt said that the device was driving them crazy. Pt insisted that the ins was charged. Pt said that they charged the ins for over an hour yesterday and recharged external equipment overnight. Pt said that they would always get an excellent connection when recharging the ins. Pt said that the ins would be at 30% when they started recharging the ins and that they would recharge the ins to 100%. Pt said that their back still hurt as much as it did before the ins was implanted and so their back was no better. Pt said that they had gone through group a and group b but there was no difference. Pt said that they weren't sure if the device was w orking or not. Pt was repositioning the communicator all over the place, however they couldn't get the communicator to find the ins during the call. The issue was not resolved. Agent suggested that they follow up with hcp to get in-person assistance and have the issues further addressed.